Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. MFR report # 3006705815-2018-00022, 1627487-2018-00098. It was reported the patient suffered a fall causing both incision sites to bleed. Reportedly, the patient presented to the ER due to hitting her head and losing consciousness. Follow-up revealed the bleeding issue resolved. Surgical intervention was undertaken on (B)(6) 2017 wherein the entire scs system was explanted. Subsequently, the patient regained consciousness.